Event description:
Catheter initially placed a few days prior. Patient received hemodialysis without incident. Arrived for hemodialysis treatment this am and rn noticed "leaking blood" when performing initiation for treatment protocol. Re-examined lines and connections and noticed pin-holes in both lumens.